Event description:
It was reported that pump experienced malfunction alarm, with no notable events occurring before issue and malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised caller that pump could continue to be used, and instructed caller to call back if malfunction code appeared again, which caller understood and accepted.